Event description:
The female pt had a lesion in the de novo, proximal to mid right coronary artery (rca) it was a 90% lesion that was neither calcified nor tortuous. Two cyphers were implanted at the target. The initial cypher, a 2.5x18mm, was implanted at the distal end of the lesion. Then second cypher, a 2.5x23mm, was implanted proximal to the initial cypher with overlap. Post-dilation was conducted with the stent delivery system (sds) of the 2.5x23mm cypher and while pulling the sds back, the physician confirmed a balloon rupture at 18atms. In order to complete the procedure, post-dilation was conducted with a non-compliant ballon and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.